Event description:
It was reported that the patient had a magnetic resonance image (MRI) and the device was programmed to accept the MRI. After the MRI test, all device parameters were checked and tested and found to be at acceptable measurements. Several days later, the patient presented for follow-up and the device was found to be at vvi pacing. It was unclear if the device had a power on reset as there was no warning or window displayed during follow-up testing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.

Event description:
It was reported that the patient had a magnetic resonance image (MRI) and the device was programmed to accept the MRI. After the MRI test, all device parameters were checked and tested and found to be at acceptable measurements. Several days later, the patient presented for follow-up and the device was found to be at vvi pacing. It was unclear if the device had a power on reset as there was no warning or window displayed during follow-up testing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.